Manufacturer narrative:
Event summary: it was reported that initial right total hip arthroplasty performed (B)(6) 2019. Subsequently, the patient was revised (B)(6) 2019 due to recurrent dislocations. During the revision procedure, it was noted that the external rotators were torn from their attachment. Abundant scar tissue, pseudocapsule, and impingement were also noted. The head, neck, and liner were replaced without complication. Review of received data: medical records were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes dated (B)(6) 2019 were reviewed and no complications were noted revision op notes dated (B)(6) 2019 were reviewed and identified patient was revised due to recurrent dislocations. The patient was kneeling at the edge of the bed trying to reach underneath the bed the get something when he sustained a dislocation. The external rotators were torn from their attachment on the posterior greater trochanter. There were fragments of bone embedded in the external rotators. Impingement of scar tissue noted with well-fixed femoral and acetabular components. Abundant scar tissue, pseudocapsule, and impingement noted with internal rotation. Radiographs were provided and reviewed by a health care professional. Review of the available records identified there is no subluxation or dislocation. There is no osseous coverage of the lateral aspect of the right acetabular component. There is no avulsion fracture at the external rotator insertion. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary : it was reported that initial right total hip arthroplasty performed (B)(6) 2019. Subsequently, the patient was revised (B)(6) 2019 due to recurrent dislocations. During the revision procedure, it was noted that the external rotators were torn from their attachment. Moreover it is described that patient was kneeling at the edge of the bed trying to reach underneath the bed the get something when he sustained a dislocation. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. It is possible that the repeated dislocations are related to the lateral arthroplasty implant position and/or the torn external rotators. The right hip abduction angle measures approximately 40 degrees. The joint angle while kneeling might have been too extreme, which might have caused or contributed to the dislocation. Moreover, possible root causes for a dislocation include wrong head offset choice, inadequate assembling procedure, high patient acitivity, inadequate information during patients counseling by surgeon leading to premature failure caused by patient behaviour, patient disregarding the limits of the device or joint laxity. Based on the available information, an exact root cause for the dislocations could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-ray for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to recurrent dislocations.

Event description:
Please refer to report 0009613350 - 2019 - 00446.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: d11 - medical products and therapy date detail of product: item number 00620206222. Item name shell porous with cluster holes 62 mm lot # 64005310 item number 00625006530. Item name bone screw self-tapping 6.5 mm dia. 30 mm length lot # 64295172 item number 00771101600 item name femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 16.25 standard offset lot # 63633114 - item number 00620206222 item name shell porous with cluster holes 62 mm lot # 64005310. - item number 00630506236 item name liner standard 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell lot # 62731081 - item number 00784801300 item name modular neck p 12/14 neck taper use with +0 heads only lot # 63822190 a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).